Event description:
Consumer complaint of hi results. Five morning glucose results ((B)(6) 2013) gave "hi". Caller states that her results the day before were the same. Caller went to the hospital because of the meter results. Hospital results were 622 mg/dl. Customer was given insulin, an intravenous flush, and then sent home.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).